Event description:
The following description of events was reported to co via an MDR. Pt underwent cardiac catheterization and cardioseal device implantation under "msc" protocol for closure of fontan fenestration. Within 24 hours of cardiac cath pt was found to have large hemothorax. Pt was taken to the or for mediastinal exploration. No source of bleeding could be found. Specifically the fenestration site and the area of device implantation were intact. The hemothorax was evacuated and the device was left in place. The hemothorax was felt not to be related to the cardiac catheter and device implantation.